Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of synthes device history records for manufacturing revealed no complaint related issues.

Event description:
It was reported that during a ti cannulated humeral nail insertion on (B)(6) 2013, surgeon was unable to remove the reaming rod through the cannulation of the nail after the nail was implanted. Surgeon removed the wire, cut the ball at the end of wire, and removed the nail. Surgeon then reinserted the wire without the ball, and reinserted the nail with no issues. An additional 10 minutes was added to the surgery. This is 1 of 2 reports for this event.